Event description:
During a pvc ablation procedure using a therapy cool path ablation catheter, a cardiac tamponade occurred. The therapy cool path ablation catheter was advanced into the right ventricular outflow tract (rvot), pace mapping was completed, and ablation was initiated. The patient then exhibited hypotension, became agitated, and vomited. An echocardiogram revealed a pericardial effusion of unknown origin. Protamine was administered and a pericardial drain was placed, which stabilized the patient. The patient's blood pressure was monitored and 30 minute serial echocardiograms were performed, which revealed no further bleeding. The patient was kept for observation overnight and the pericardial drain was removed in the morning. An echocardiogram revealed no further bleeding and the patient was in good condition.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade remains inconclusive. Per the IFU, vascular perforation is an inherent risk of any electrode placement.